Event description:
This companion 2 driver was not supporting a pt. Companion 2 driver s/n (B)(4) was returned to syncardia for routine service. While performing an incoming system check test, it was observed that the driver would not boot up properly. A white screen with the syncardia logo was displayed, and the main buzzer sounded. This alleged failure mode poses a low risk for a pt, because it was observed during routine service and the driver was not supporting a pt. An investigation will be conducted at syncardia, and the results will be provided in a supplemental MDR.